Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager refrigerator failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) identified that customer reported smart remote manager (srm) recovery initially failed due to unfamiliarity with the storage space recovery process. Off-site support staff provided guidance to the on-site team on how to properly perform the recovery steps. After following the instructions, the on-site staff successfully completed the srm recovery. The system functioned as intended after the field service engineer (fse) investigated the issue.